Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the medium-large clip applier for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log for the medium-large clip applier (part# 470327-12 / lot# n10210830 0007) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 via system serial# (B)(4). There were 24 uses remaining after this last usage. Isi received a video clip related to the alleged complaint. A review of the video clip was conducted by a post-market clinical development engineer. The following additional information was provided: based on this video we can confirm that the clip was fired and did clamp around the targeted vessel. We can also confirm that after the clip was fired it did not release from the left (on the screen) jaw of the clip applier and the surgeon attempted to pry the clip loose from the jaw using their cadiere forceps. The surgeon was unable to free the clip by the conclusion of the video and how the procedure continued is not specified in this video. Based on this video we cannot determine a root cause for the clip becoming stuck in the clip appliers jaws and would recommend the instrument be returned to isi for failure analysis engineering evaluation. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, after applying the hem-o-lock, it did not come loose from one of the clamp blades of the medium-large clip applier. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: green hem ¿ o - locks were used with the instrument. The surgeon confirmed closure of the clip after ligation. The vessel was not greater than 10 mm in diameter.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed. The clip applier instrument failed the clip test due to misapplication of the clip. The instrument passed the engagement and was able to retain clip through engagement, could apply the clip but the release failed. Additionally, the instrument was found to have a bent grip and the tip did not align with the other grip. The complaint was confirmed by failure analysis.